Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082590.

Event description:
On (B)(6) 2012, the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing an inaccurate erratic issue with his one touch ping meter. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2012, at 2:15 pm. She stated that her son's teacher obtained a glucose result of "583 mg/dl" on the subject meter, at which time she increased his medication by administering 1u of novolog. Once at home, at 2:48 pm, the patient's mother tested the patient and obtained glucose results of "high (over 600), 308 and 387 mg/dl" on the subject meter, done less than 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. She stated that her son had already been thirsty and due to the alleged issue, denied providing any form of additional medical treatment. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. Although the patient was treated with insulin, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms. In addition, the treatment received correlated with the patient's symptom and the result previously obtained with the subject meter and there is no evidence the patient received inappropriate treatment due to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.